Event description:
Procedure type: hernia. According to the reporter: pt had this product inserted to fix a hernia and allegedly failed with severe abdominal pain, pain in intestine and the hernia is back.

Manufacturer narrative:
(B)(4).